Manufacturer narrative:
Concomitant products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2014, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported the pump tipped forward when the patient bent over. A revision was done. The pocket was tightened and moved a layer deeper. The patient status at the time of the report was indicated as alive, no injury. The pump was used to deliver lioresal. No outcome reported. Further follow-up was being conducted to obtain information. If additional information is obtained a follow-up report will be sent.